Event description:
In (B)(6) 2004, the patient reportedly experienced intermittency when external equipment was used. On (B)(6) 2004, the patient had no sound percept, external equipment was exchanged. However, the problem was not resolved. On (B)(6) 2004, the patient reportedly was seen at the center for device evaluation. Testing performed confirmed that the patient's device was no longer functioning.